Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis due to random alarming. The device was started in application, no problems was found with alarming. However, the downstream sensor will be replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical pump was beeping randomly. There were no reported adverse events.